Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) reached end of life (eol). It was also noted this patient was hospitalized, which was believed to be due to epilepsy. The physician has scheduled this patient for an MRI in the near future. Ts discussed the impact of a MRI on pg's. Ts also discussed that if the pg is at eol, immediate device replacement should take place. There were no adverse patient effects reported. Additional information was received that there was no allegation of premature battery depletion. An MRI was performed. Brady and tachy therapies were programmed off during the procedure, and the patient was monitored the entire time. After the procedure, tachy and brady therapies were programmed back on. All measurements were normal and within range. Patient remains in the hospital for ICD replacement. Subsequently, this ICD was explanted and replaced. All measurements were normal and stable with new pg.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two charge times greater than the charge time limit. End of life (eol) was declared following a single charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage and the results indicated the monitoring voltage was normal based on therapy use and programmed settings. It was concluded that this device did not experience premature battery depletion. Rather, the eri to eol time period was shortened due to a higher-than-typical buildup of internal battery impedance. The device was capable of detecting and treating arrhythmias, as the battery itself had sufficient capacity remaining to provide therapy if needed.